Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received seven inappropriate shocks due atrial fibrillation (af) with t-wave oversensing. The device had previously been programmed to primary vector but alternate vector looked good and the device was reprogrammed. The rate cutoff was increased. No adverse patient effects were reported.